Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. However, it is likely the following led to the malfunction: foreign materials have become caught in the angle knob sliding part (sprocket). The axis of the angle knob has become distorted due to external stress such as bumping or dropping of the control part. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: instruction manual evis lucera upper gastrointestinal general-purpose video scope olympus gif type q260j operation chapter 3 preparation and inspection 3.2 endoscope inspection of the curved mechanism for safe use handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a locked large knob. There was no patient involvement.